Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a nine hole lcp (locking compression plate) was used for a distal tibia bone fracture case. The patients cortical bone was thick per an x-image. The cortex screw was inserted into the proximal second hole. During screw insertion into the proximal third hole, the screw would hardly insert once it reached the cortical bone region of opposite side. Once the screw was forced to insert, the tip of screw twisted off. The shaft of screw about 26mm remained in the patient¿s body. There was no report of a surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional product code: hrs. A manufacturing evaluation was completed: the investigation of the complained screw shows that the screw is broken on the position by the last pitch of the thread located by the head of the screw. It is likely that simply too much applied mechanical force well beyond its calculated design during use caused the breakage. This lot was manufactured in the year 2012. No product fault could be detected. Device broke during insertion and was not considered implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.